Manufacturer narrative:
A4- patient weight requested. Information not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was unknown and was not provided by the customer. Whether the outcome was device or therapy related was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient's outcome is unknown. The documented outcome was not associated with any device malfunction, therapy issues or lvad adverse event .no device related issues were reported. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's outcome was documented as unknown.